Event description:
It was reported that during a bifurcation treatment procedure, a shaft break occurred. A 20mm x 3.0mm maverick balloon catheter was used, when it passed back through the stent, the catheter shaft broke. The device remained contained within the catheter and retrieve the device. The procedure was not completed due to this event. No patient complications were reported and the patient's condition was ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bifurcation treatment procedure, a shaft break occurred. A 20mm x 3.0mm maverick balloon catheter was used, when it passed back through the stent, the catheter shaft broke. The device remained contained within the catheter and retrieve the device. The procedure was not completed due to this event. No patient complications were reported and the patient's condition was ok.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in two sections as a result of a break in the shaft 56.3cm from the strain relief. Hypotube kinks were present at various locations along the shaft. Blood was present within the balloon and inflation lumen. The tip was slightly flared. There were no issues with the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).